Event description:
It was reported that a malfunction alarm occurred. The blood glucose level of the customer was recorded at 6.4 mmol/l, indicating no adverse impact. Customer reverted to an alternate method of insulin therapy.